Event description:
It was reported that the patient was experiencing inadequate and loss stimulation due to high impedances. The patient underwent an explant procedure and all device components were discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: 5149701.